Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: pump and data stick returned. Hemolysis: no product damage was observed on returned product. Small biomaterial was present on tip of impeller blade. Data logs were reviewed and suction alarms are present throughout support. A motor current spike occurred with drop in pump flows with a temporary pump stop occurring 30 seconds after motor current spike. Pump was able to restart but low flows were present for remainder of case with suction alarms. Clinical details noted that prior to pump insertion, patient was experiencing pink tinged urine. After pump insertion, clinical noted that urine was starting to clear up. The following day, patient had elevated ldh, decreased urine output and red tinge. The cause of the hemolysis was due to biomaterial based on returned product and data log review. Ischemia: clinical details noted that patient had loss of pulses in left leg. In order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Difficulty to place or position: clinical details noted that pump was in poor position with inflow interacting with mv after patient was transferred to unit on first day of impella support. Pump was attempted to be repositioned with tee but was unsuccessful. Pump was pushed too deep during repositioning and a temporary pump stop occurred. Pump was able to restart after pulled back but was unable to reposition properly. Pump was attempted to be repositioned the following morning and was able to point pump more towards apex. The cause of the positioning issue could not be definitively determined as limited clinical details were provided on how pump initially came out of position. Temporary pump stop: returned pump was visually inspection and pump damage were observed. Small biomaterial was present on tip of impeller blade. Motor cable electrical lines were intact and within spec. Pump was run at p-9 for 5 minutes then down to p-6 for approximately 30 minutes without pump stop reproducing. Data logs were reviewed and rt log at time of temporary pump stop shows a motor current spike with speed deviation and step down in pump flows. Immediately after motor current spike, "impella in ventricle" alarm was triggered. 30 seconds after motor current spike, pump stop alarm #13 was triggered. Pump restarted after approximately 2 seconds. Multiple temporary pump stops were triggered after initial pump stop over approximately 2 minutes before pump was able to be restarted with low flows for remainder of case. Clinical details noted that when attempting to reposition pump, pump was pushed deep with "impella in ventricle" alarms. Pump was pulled back and able to be restarted but was not able to flow above p-6 without suction alarms. The cause of the temporary pump stop was most likely due to biomaterial ingestion likely as a result of improper positioning per clinical details and small biomaterial was present on returned pump. Device history lot: device lot #: 1888618. Device history batch: subcomponent lot #: n/a. Device history review: pump sn (B)(6) passed all post-sterile inspection checks.

Event description:
The complainant reported a patient in postcardiotomy cardiogenic shock (pccs) was implanted with an impella cp device for mechanical circulatory support (mcs) and encountered positioning difficulty, hemolysis, limb ischemia and pump stop eventually resulting in device explant. The patient was admitted with congestive heart failure exacerbation; reported three weeks of progressive dyspnea on exertion. Workup revealed severe mitral regurgitation and ejection fraction of 65-70%. One day prior to start of impella mcs, the patient underwent coronary artery bypass graft surgery x 3 and mitral valve replacement. Pccs prompted the decision to place an impella rp with smartassist. An echocardiogram the following morning noted concern for poor left ventricular function, and the decision was made to place the impella cp for left-sided support which was successfully completed. Post implant the same day, an attempt was made to reposition the impella cp under transesophageal echocardiogram (tee) and at one point, the pump dove in deep with the impella in the ventricle alarm followed by high motor currents. The impella stopped due to the high motor current. The physician pulled back and was able to restart the impella cp pump. However, prior to repositioning, the impella cp was running at performance level p-8 and after restart the performance level was unable to go above p-6 without suction alarm. The physician decided to maintain support at p-6 until the following day. The next day, the patient was noted to have hemolysis. Lactate dehydrogenase was elevated with decrease in urine output which was red/tinged. The patient had been administered four units of packed red blood cells. The impella cp was repositioned under tee, and the physician was able to obtain an appropriate position. However, the performance level was unable to go above p-4. Additionally, it was noted an echocardiogram was completed and left ventricle function appeared to have approved. However, the following day, there was concern for loss of pulses in left leg. Therefore, the patient brought back to operating room for impella cp removal. Ultimately, the device was explanted with a patient survived outcome and the patient continued on impella rp support with planned assessment of the patient¿s need for left side support. Note: additional device required was for the extracorporeal membrane oxygenation.

Manufacturer narrative:
The impella pump and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella cp with smartassist system: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
Additional information has been provided in b3 this report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.